Event description:
It was reported that pump battery was not charging and later distributor found that cable could not be connected because usb port was damaged, so battery could not be tested. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original pump was planned for return and distributor awaited further evaluation results, and no additional information was received regarding outcome of event.